Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in a severely stenosed mid left anterior descending artery. Following pre-dilatation, a 2.75x38mm promus element drug eluting stent was advanced but high resistance was encountered and the device failed to cross the lesion. When the device was withdrawn it was noted that the stent was lifted. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that stent damage occured. The target lesion was located in a severely stenosed mid left anterior descending artery. Following pre-dilatation, a 2.75x38mm promus element drug eluting stent was advanced but high resistance was encountered and the device failed to cross the lesion. When the device was withdrawn it was noted that the stent was lifted. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: promus element,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.